Manufacturer narrative:
Correction - h6 method, results and conclusions code and h10 since the product was not returned for analsyis. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-14458. It was reported that the implantable cardioverter and right ventricular lead were explanted due to a systemic infection. The patient was in stable condition.